Event description:
A spouse of a peritoneal dialysis (pd) patient reported that a liberty select cycler screen went blank during step 8 ¿ treatment complete for pd treatment. The spouse pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted. The ok and stop keys lit up but the screen remained blank. The spouse was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. In a follow up the spouse reported that there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrow ¿push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. A known good inverter board was installed and the display became operational.. There were no other discrepancies encountered in the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.